Event description:
Suture never seated. It was a device malfunction. The device did not seat well for the closure. The device was removed and a new device was used. The new device worked fine. No injury to the patient.